Event description:
A report was received that the patients incision at the pocket site had opened and began draining fluid. The physician examined the incision and reportedly stated that this process was normal. The patients incision had been closed.